Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock no relevant reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's left knee was revised. As reported by rep: "grinding, anterior knee pain." The liner and patellar component were revised.

Manufacturer narrative:
Conclusion: an event regarding revision surgery due to wear of a triathlon patella involving a poly insert was reported. During revision, the patella was exchanged and the tibial bearing was also removed but this is required for access reasons to the knee. It is impossible to inspect the arthroplasty adequately without bearing removal. This provides the required space for the surgery to be adequately performed. At the end of the procedure, a new and usually similar device is reimplanted. No pathology regarding the bearing was reported. Based on the provided information, the product reported in this investigation did not contribute to the event. A full investigation has been completed for the wear observed on the patella. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's left knee was revised. As reported by rep: "grinding, anterior knee pain." The liner and patellar component were revised. Event description update based on medical review: suboptimal soft tissue balance in the extensor tendon mechanism of the knee in combination with component malposition on the tibial side with the femur also suspected but unproven due to absent relevant x-ray has contributed to lateral shift and tilt in the patellofemoral joint with anterior knee pain and grinding noises requiring revision surgery.